Event description:
The customer reported that the l-arm would only work in one direction which would cause a loss of motorized motion on the c-arm. There was no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator battery pack was replaced during the svc call. The customer wishes not to replace faulty parts at this time. Manually moved l-arm to lower position and disconnected function buttons at dog house per customer request, l-arm to remain inoperable at this time.